Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06638.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: legs, buttock; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: removal of mesh. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: medical marijuana oil for the treatment of: pain relief. Treatment duration: ongoing. The patient was treated with psychological medication. On (B)(6) 2007 the patient commenced other medication (please specify): clonazapan for the treatment of: to sleep. Treatment duration: every night. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor exercises. Treatment duration: occasionally. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): estrogen cream for the treatment of: nerve pain and pressure. Treatment duration: occasionally. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): pessary. Treatment duration: a few months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: legs, buttock; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: removal of mesh. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: medical marijuana oil for the treatment of: pain relief. Treatment duration: ongoing. The patient was treated with psychological medication. On (B)(6) 2007 the patient commenced other medication (please specify): clonazepam for the treatment of: to sleep. Treatment duration: every night. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor exercises. Treatment duration: occasionally. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): estrogen cream for the treatment of: nerve pain and pressure. Treatment duration: occasionally. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): pessary. Treatment duration: a few months.